Manufacturer narrative:
(B)(4).

Event description:
Patient had single vf episode where they were shocked. The episode appeared to contain noise on the rv channel. Representative performed postural, sensing, threshold, and impedance testing and could not reproduce the noise. Verified lead integrity with x-ray. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.